Event description:
Related manufacturer reference number: 2938836-2019-02139. It was reported the right ventricular and right atrial leads dislodged and were in the superior vena cava. The leads were explanted and replaced on the left side. No further information available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes prior to the replacement procedure of the leads, electrical anomalies were noted. Patient was fine before, during, and after the procedure. Patient was discharged the next day.